Manufacturer narrative:
Concomitant medical devices: pfizer 50ml bag of zosyn, iso-osmotic, ndc (B)(4); baxter 50ml bag of 0.9% nacl injection, ndc (B)(4), lot p354092, exp sep 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a back check valve failure during a zosyn 3.375g/50ml in 50 ml of ns at a rate of 12.5 ml/hr to be administered over 4 hours. It was noticed that the normal saline chamber began to fill over a 15-20 minute time frame. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly, with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.00928¿ long particle located between the housing seal area and the affixed silicone diaphragm disk, identified to be ¿acrylonitrile-butadiente-styrene. The cause of the check valve failure is an acrylonitrile-butadiente-styrene particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylonitrile-butadiente-styrene was not identified.